Event description:
A customer reported that the wake button on their pump was difficult to press and required multiple attempts to activate the pump screen. There was no mention of any impact on the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.